Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that some allevyn life dressings have peeling problems. The silicone is coming off either onto the patient's skin or onto the plastic protector of the dressing. Silicone residue was left in the periwound skin of the patient. The wound was cleansed and the silicone removed. Another dressing was applied to continue treatment with no delay.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors include the wound contact layer raw material quality issue. The clinical evaluation concluded: without relevant clinical information, photos or the product the reported failure cannot be confirmed. The associated risk files contain the reported failure, with no additional actions necessary. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, complaint history file contains further instances. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.